Event description:
It was reported that the catheter split while trying to insert a bd insyte-n peripheral venous catheter, requiring additional IV attempts. It was reported that the patient was septic and this delayed their ¿urgent IV antibiotics¿. No additional medical interventions were reported.

Manufacturer narrative:
Three actual samples without packaging were returned for investigation. The actual samples were subjected to visual inspection. V-cut was observed on all returned samples. DHR- no quality notification was raised for similar nonconformance during the production of this batch. The v-cut could have been caused by the cannula pierced through catheter. The cannula pierced through catheter occurred during assembly of catheter and cannula or during product application when the product was manipulated. However, there is an automated vision inspection machine, which can detect and reject product with cannula pierced through catheter in the assembly process. Hence, the root cause of the nonconformance could not be determined.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter split while trying to insert a bd insyte-n¿ peripheral venous catheter, requiring additional IV attempts. It was reported that the patient was septic and this delayed their ¿urgent IV antibiotics¿. No additional medical interventions were reported.